Event description:
[Redacted name] was implanting a cardiomems when the tip of the guidewire sheared off into the pulmonary artery. The tip of the wire was retrieved. There was no deviation from practice. There was no harm to the patient. The procedure was able to be completed. The wire was sequestered (ev3 nitrex guidewire .018 x 300cm, lot #7061881) patient was discharged home the same day.